Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter was tilted and was associated with perforation. The patient further reported having experienced a deep vein thrombosis (dvt) associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. A dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). This event does not represent a malfunction of the device. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to deep vein thrombosis (dvt) status post filter, tilting and perforation.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to deep vein thrombosis (dvt) status post filter, tilting and perforation. Per the medical records, the patient was reported to have a history of obesity, gastric bypass surgery and varicose veins, and presented with lower extremity edema and complaints of shortness of breath. Upon admission, the patient was diagnosed with lower leg deep vein thrombosis (dvt), and a moderate sized pulmonary embolism (pe) was confirmed by chest angiography. Medical problems noted on admission included anxiety, depression asthma, bipolar depression, obesity and glaucoma. Surgical procedures included cholecystectomy and gastric bypass. The filter was indicated for pe and persistent thrombus in the left greater saphenous vein. Both ultrasound and fluoroscopic guidance was used for placement of the inferior vena cava (ivc) filter. The right neck was prepped and draped in sterile manner and access was obtained using a needle, through which a wire was placed into the vein and guided fluoroscopically into the inferior vena cava. An inferior vena cavogram demonstrated the location of the renal vein at the l1-l2 lumbar level. The trapease ivc filter was placed and deployed in the infrarenal position at the level of l3 vertebral body with no reported complications. Three months after the filter was implanted, pulmonary imaging indicated for complaints of cough, revealed no evidence of pe; nine months later, imaging revealed dvt and small pe after the patient complaint of shortness of breath, leg pain and swelling; however, negative imaging results were reported three months later. Approximately a year and five months after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan revealing the ivc filter with the peripheral margins protruding in an infrarenal position along with collateral veins in the pelvis. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, tilting, blood clots, clotting and or occlusion of the ivc, and further experienced fear and anxiety related to the filter, becoming aware of these events approximately one-year and five months post implantation.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of obesity, gastric bypass surgery, cholecystectomy, hypercoagulable syndrome, varicose vein stripping, peripheral neuropathy, anxiety, bipolar depression, asthma and glaucoma. The patient presented to hospital with shortness of breath and lower extremity edema and was diagnosed with lower extremity deep vein thrombosis (dvt) and a moderate-sized pulmonary embolism (pe). The indication for the filter placement was reported to be for pe and persistent thrombus in the left greater saphenous vein. The filter was implanted via the right internal jugular vein and placed in an infrarenal position at the level of the l3 vertebral body without complications. Approximately three months after the filter implantation, the patient developed a cough and underwent pulmonary imaging. This revealed no evidence of pe. Nine months later, the patient developed shortness of breath, leg pain and swelling and underwent diagnostic imaging that revealed bilateral lower extremity dvt and a small pe. Three months later the patient is reported to have again undergone diagnostic imaging that revealed no evidence no evidence of pleural fluid or pneumothorax and normal pulmonary vasculature. Approximately a year and five months after the filter implantation, the patient underwent an abdominal computerized tomography (CT) scan that revealed that the peripheral margins of the filter were protruding in an infrarenal position along with collateral veins in the pelvis. The patient further reported that the filter had tilted and was associated with blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient further reported having experienced fear and anxiety associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Stenosis, blood clots, clotting, embolism, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Recurrent pe is a known potential complication of filter implantation and is listed in the IFU as such. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Collateral circulation is the circulation of blood established through enlargement of minor vessels and anastomosis of vessels with those adjacent parts when a major vein or artery is functionally impaired. It does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the reported events include patient, pharmacological, lesion characteristics or other comorbidities and not necessarily related to the implantation or malfunction of the filter. Clinical factors that may have influenced the reported events include patient, pharmacological, lesion characteristics or other comorbidities and not necessarily related to the implantation or malfunction of the filter. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.